Event description:
It was reported that the patient presented to emergency room experiencing syncope. Device interrogation revealed that the right ventricular (rv) lead exhibited failure to capture and oversensing noise resulting loss of capture. Programming changes was performed. The rv lead was subsequently capped and replaced on (B)(6) 2026. The patient was in stable condition.